Event description:
It was reported that pump displayed unspecified malfunction. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.